Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. A new lead with the same model was successfully implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted due to increased threshold and no lead capture.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. A new lead with the same model was successfully implanted. No additional adverse patient effects were reported.